Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead was increasing with measured value of 135 ohms. Technical services (ts) provided troubleshooting including recommending a command shock to test impedance measurement. This lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. This lead has been received by boston scientific for additional analysis and full investigation is anticipated to be completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead was increasing with measured value of 135 ohms. Technical services (ts) provided troubleshooting including recommending a command shock to test impedance measurement. This lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. This lead has been received by boston scientific for additional analysis and full investigation is anticipated to be completed.